Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. The date of the event is an approximation. On 01/22/2026, the patient experienced a brief sensor issue approximately seven days after the sensor had been applied to the arm. She reported checking her blood glucose using a bgfs device, which showed a reading of approximately 98 mg/dl. She felt unusually tired at the time and attributed the fatigue to lack of sleep. Shortly afterward, the patient lost consciousness. She was found by her son, who called 911 at approximately 1:00 pm. The patient reported being unconscious for about 20 minutes. When paramedics arrived and evaluated her, her blood glucose measured 22 mg/dl, while her cgm was displaying a ¿sensor failed¿ alert. The paramedics administered orange juice, crackers, and cookies. Her blood glucose subsequently increased to 40 mg/dl, then to 63 mg/dl. Before the paramedics left, her final recorded blood glucose was 70 mg/dl, and she reported feeling improved. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.